Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 399 mg/dl. A system check was performed with tandem technical support and the occlusion was found to be located at the site. Reportedly, air bubbles were observed within the infusion set cannula. Customer changed out the infusion set to resolve the issue and insulin delivery was resumed.